Event description:
Customer stated that the meter is showing the 88.8 and then "f-2" and wants to know why. A review of the system was conducted over the phone. During the review the customer received results of 300 and 326mg/dl on the meter and the dr's office received readings of 130, 140 and 143mg/dl. The customer was using off-brand test strips. The appropriate strips were sent to the customer and upon further testing, the meter functioned according to the specifications with the appropriate supplies.